Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering. The customer¿s blood glucose level was 60 mg/dl at the time of incident and current blood glucose level was 123 mg/dl. The customer was having trouble with low blood glucose and customer believed that it was due to insulin pumps. The customer was treated with food for low blood glucose level. The customer was alleging insulin pump was over delivering because blood glucose level was low while insulin pump was in automode. The customer suspended delivery and sometimes he forgot and had to over treat. The customer could not finish troubleshooting. The insulin pump will not be returned for analysis.